Event description:
68-year-old male patient supported with impella cp due to chest pain and changes in ECG. The patient was emergently taken to the catheter laboratory and multivessel coronary artery disease was diagnosed.decision was taken to insert an impella cp for hemodynamic support and perform a baloon angioplasty. Hcps were made aware of recommendations regarding the impella 14 x 13 sheath remaining in the left common femoral, which is against the recommndations in the instructions for use. Will continue to monitor and follow closely. Day of procedure impella cp showed ¿position in aorta¿ alarm on automated impella controller despite fluroscopy confirming left ventricle placement. Recommendation was made to switch out impella cp. Administration of hospital requested the automated impella controller to be exchange due to a recall june 23/2025 and possible issues related to this. Day one of support, patient developed new ECG changes and became increasingly diaphoretic - conservatively coded to arrhythmia and temrorary impairment. Increased use of vasoactive medications were required. After one day of support, concerns with patient having decreased left distal pulses, so the decision was made to explant the device - conservatively coded to hypertension and medical device removal. Palpable pulses were noted with no further concerns or issues. Patient successfully weaned after one day of support. During the impella cp implant procedure on (B)(6) 2025, there was a placement signal issue. Despite fluoroscopy confirming correct placement in the left ventricle, there was an active ""impella position in aorta"" alarm on the automated impella controller (aic). Hospital staff followed the recommendation to exchange the pump for a new impella cp. The issue was resolved with support provided from a new impella cp and different aic. Hospital administration noticed that the aic used when the placement signal issue occurred fell under an aic recall from june 23, 2025. It is unclear whether the issue was related to an optical sensor issue or an aic issue, so it was coded against both."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate